Event description:
Valiant captiva and non mdt stent grafts were implanted in high risk patients in tevar procedures over a 5 year period. 54 patients were included in the study and each patient had a mean of 6.1 endoanchors also implanted . Endoanchors were placed either at the proximal landing zone, the distal landing zone or at both sides of the tevar treatment according to the interventionalist. Stent graft related malfunctions were reported as follows; type ia endoleak, type ib endoleak, type iii endoleak, type IV endoleak, inaccurate delivery endoanchor related malfunctions were reported as follows; type ia endoleak, dislodgment, deployment , device causing damage to another device the following serious injuries were reported; infection, dissection, intervention, device fragments in patients (endoanchor only). Patient mortality was reported, there is no causal link that a valiant captiva stent graft caused or contributed to any deaths. One aneurysm related death occurred in a patient at 1 year follow-up. This patient had a type ia endoleak and endograft infection, eventfully causative of mortality. It is unknown which stent graft this patient had implanted.

Manufacturer narrative:
Medtronic recieved the following information from a journal article entitled; mid-term outcomes of the use of endoanchors during thoracic endovascular aortic repair in multicentre analysis. Reyes valdivia a, milner r, heijmen r, riambau v, rousseau h, tinelli g, kotelis d, zanabili al-sibbai aa, pitoulias g, zúñiga cg, de beaufort hwl, panagiotis d, chaudhuri a. Vascular. 2022 feb 27:17085381221076320. Doi: 10.1177/17085381221076320. Epub ahead of print medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.